Event description:
A us distributor reported that a monitor was unable to complete a pulse test.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (fails to fire pulse) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 and t3 transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse event resulted from the damaged monitor.